Manufacturer narrative:
No patient information provided as no patient was involved in this concern. Device lot number not available as the site discarded the part before the lot number could be documented. No parts have been received by the manufacturer for evaluation. Device manufacturing date is dependent on lot number/serial number, therefore, unavailable.

Event description:
Medtronic received information regarding a navigation system. It was reported that a spinous process clamp was defective. It was reported that the thread of the fixation screw was worn out. There was no patient present when this issue was identified.